Manufacturer narrative:
(B)(4).

Event description:
It was reported that changes in signal amplitude, low lead impedance, high in capture threshold were observed. In addition, x-rays revealed externalized conductors. There were no adverse consequences to the patient. Lead remains implanted.